Event description:
It was reported that during treatment of the patient's prostate, three treatments were delivered to the right lobe and one to the left lobe. Prior to the fifth treatment, error code 211 "replace delivery device," occurred. The physician aborted the procedure after the fourth treatment. The patient was sent home with a catheter, per usual course of treatment. There was no harm to the patient.